Event description:
Since my right ankle replacement I have had 7 to 8 (B)(6) infections and my wound is still draining. Also had 13 surgeries beside the original procedure. Procedure done by dr (B)(6). The implant is not what it is supposed to be; not biodegradable and it is supposed to improve the healing process which is "profanity" because it has been 14 months and my wound is not healed. It is manufactured by a company in (B)(4) and was recently sold to a us company. It also causes bone loss and lack of motion. My body rejected the implant, it was suppose to break down instead it degraded and became a infection in my foot. One year before this I broke my ankle in 5 places but dr (B)(6) put a cast on for only 7 days. I had torn ligaments and tendons, because I did not have a cast for 7 weeks, I twisted my ankle again. After what these two doctors have done to me, they should both lose their license.